Manufacturer narrative:
The reported events of break and separation failure were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead revealed that the connector pin and connector cap had been pulled out of the connector assembly, along with the inner coil. This is consistent with procedural damage. Additionally, the ptfe stylet coating was clogged with the inner coil distal to the connector pin. The cause of the reported events was a bunched-up ptfe coating on the stylet, which prevented its removal. Excessive forces resulted in the connector pin and cap being pulled out of the connector assembly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead failed to be separated from the stylet. In the attempt to pull the stylet out, the physician damaged the connector portion of the lv lead. The lv lead was not used and was replaced during the procedure. The patient was stable.